Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 21f sheath hole prior to a thoracic aortic aneurysm interventional procedure (taa). Reportedly, the suture was not present when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The use of the 21f sheath was continued and the taa procedure was completed. Hemostasis was achieved with the two new pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided